Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: the stent cannot be release during procedure. Device evaluation: the evo-fc-10-11-6-b device of lot number c1389096 was returned to cook ireland and evaluated on the 04-april-2018. Lab evaluation: upon evaluation of the returned device, the lockwire was returned removed from the device. There was no stent exposure. The red shuttle deployment marker was at the back half of the handle. Deployment was not possible. The device was dismantled during the lab. The flexor was found to be broken at the shuttle cap. There was a kink on the flexor at 41.5cm from the tip of the flexor. There was also a kink below the handle. The stent was manually deployed during the lab with no issues. There were no issues with the stent. Customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken at the shuttle cap during lab evaluation. Root cause: a possible cause for this event is the kink on the flexor caused a buildup of pressure resulting in the flexor breaking. Document review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1389096 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1389096; upon review of complaints this failure mode has not occurred previously with this lot # c1389096. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken at the shuttle cap during lab evaluation. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent cannot be release during procedure.